Event description:
The customer contact reported sparks inside the clear plastic housing on the male end of the ac power cord. The device was returned to the central service processing dept with an unsigned note that indicated there were sparks inside the clear plastic housing of the ac power cord. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, sparks were noted inside the clear plastic housing on the male end of the ac power cord after the device was plugged into the ac outlet. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The initial testing of the device was conducted at the user facility on (B)(4) 2011 by the hospira field service engineer. The ac power cord is expected to be returned for investigation. It has not yet been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.